Manufacturer narrative:
Masimo received notification from healthcare via mail on 12/04/2007 regarding a patient incident that occurred in 2007. Masimo contacted customer in an attempt to retrieve the device and trend download for investigation on 12/5, 12/7 and 12/10. After discussion with directory of quality and legal counsel for hospital on 12/11, permission to download the trend and inspect the device was denied. Note, the nurse call cable mentioned in this report is not a masimo product. As access to the device and trend was denied, masimo is unable to rule out device error at this time. Note: evaluation code method - masimo was unable to perform any testing as neither device nor trend were submitted for investigation.

Event description:
Complaint as reported by hospital: patient admitted to hospital w/continous pulse oximetry initiated. On the following day approx 0715, rt found patient apneic, pulseless and no alarms sounding. Patient expired after full resuscitations efforts failed. Suspected alarm failure. Two days later, biomedical report indicates that audible alarm functions intermittently and that the nurse call cable is defective. Equipment sequestered pending investigation.